Manufacturer narrative:
(B)(4). Batch # m5260v. Attempts are being to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Additional information requested and received: were clips used in the surgical procedure prior to firing device? No. Were any ancillary devices used proximal to vessel during firing? No. Was the surgeon able to visualize cut line on device relative to vessel? Partially. Was the staple line complete and properly formed? Yes. Was the tip of the device visible when fired? No. Was there any extraneous tissue beyond the cut line? No. Was there any movement of the vessel during firing? No. The analysis found that one pve35a device was returned in good visual condition and with one vasecr35 cartridge loaded on the device. The reload was received fully fired and in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Analysis does not confirm (verify) the reported failure. No further investigation will be conducted on this complaint. Complaint information will be included in complaint trending that is reviewed by the applicable franchise CAPA council on a regular basis to determine if further action is necessary.

Event description:
It was reported that during a video assisted thoracoscopic surgery converted to thoracotomy lobectomy procedure, on the first firing, the surgeon fired across the pulmonary artery. The device achieved a full firing, but the vessel was not entirely transected and there was bleeding. The surgeon kept the device closed on the vessel for compression and the procedure was converted to a thoracotomy. Suture was used to close the vessel and control bleeding. A device from a competitive company was used to complete the procedure. The volume of blood loss is not known, but the patient did not require a transfusion.